Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, information on the implant registration card states that one channel was left extra-cochlear at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The recipient reported a gradual decline in hearing perception with the device for the past 20 days. Recommended to take an x-ray. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient reported a gradual decline in hearing perception with the device for the past 20 days. Recommended to take an x-ray. Further proceedings will be based on med-el's recommendation.